Event description:
It was reported that the device fired only one row of staples, but cut the tissue completely. The surgeon overstitched to close the tissue and complete the case. There was no pt consequence.